Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also, the criteria for right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was variable, and the device memory indicated an r-wave amplitude measurement issue. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after hearing alert tones. The right ventricular (rv) lead had non-sustained ventricular tachycardia (nsvt) events corresponding to noise, decreased r-waves, and a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.